Manufacturer narrative:
Additional information was received that no further course of action.

Event description:
A report was received that the patient was having difficulty in getting the ipg charged and it was not holding a charge. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty in getting the ipg charged and it was not holding a charge. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing increased cervical neck pain and radicular symptoms bilaterally the cervical spine. The patients pocket will also be revised. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was having difficulty in getting the ipg charged and it was not holding a charge. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.